Event description:
Procedure: hernia. According to the reporter: upon firing one tack fired then the device jammed. Opened a new device to continue on with the case. There was no report of pt injury, unanticipated blood/tissue loss, or extended operating room time.

Manufacturer narrative:
(B)(4). Date initial report sent: (B)(6) 2010. This reported lot number is subject to the recall initiated on 02/08/2010.